Manufacturer narrative:
(B)(4). Date sent: 08/25/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the cdh25p device or were there other contributing patient factors? No further information is available. Please explain. How was the anastomosis constructed (type of conduit ? Stomach, colon, or jejunum)? Type of conduit was esophagus. Does the surgeon use the 23 size for esophageal reconstruction? Yes. What were the indications for surgery? No further information is available. Were there any issues experienced with the device or staple form in the initial surgical procedure? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? Was the device difficult to fire? No further information is available. Were there any difficulties removing the device? No further information is available. How many days postoperative was the stenosis identified? No further information is available. How was the stenosis identified? No further information is available. How was the stenosis treated? No further information is available. What was the conservative treatment that was given? No further information is available. What is the current status of the patient? No further information is available. No further information will be provided."

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the cdh25p device or were there other contributing patient factors? Please explain. How was the anastomosis constructed (type of conduit ¿ stomach, colon, or jejunum)? Does the surgeon use the 23 size for esophageal reconstruction? What were the indications for surgery? Were there any issues experienced with the device or staple form in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Were there any difficulties removing the device? How many days postoperative was the stenosis identified? How was the stenosis identified? How was the stenosis treated? What was the conservative treatment that was given? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported by the sales rep that after a thoracoscopic esophagectomy, the stenosis was observed after the surgery. The device was used on the esophagus. The conservative treatment was given. No further information is available.